Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 539 mg/dl. Customer treated with manual injection 10 minutes prior and blood glucose level at the time of the call was 495 mg/dl. Customer mentioned having ketones. No issues with site, set, settings or insulin found during troubleshooting. Customer was advised to change the entire set and contact the doctor. Customer called back on (B)(6)2015 to perform the high pressure test and the insulin pump passed. Most resent reading was 201 mg/dl. The insulin pump would not be replaced or returned for analysis.